Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation for approximately 10-20 seconds, the balloon ruptured. The device was removed form the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.